Event description:
Patient had pain. No explanation for failure, 6 implants placed that day for implant retained dentures. Broad bone, good torque values, body only rejected this implant. Osseointegration not achieved.